Event description:
It was reported that the lead was unable to be fixed after several attempts. Lead issue was suspected. The operation was aborted due to patient's state. The lead was not implanted and returned for further analysis. The patient did not experience an adverse event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.